Event description:
Patient reported he will need a revision due to swelling and stiffness and would like to know if implants are subject to a recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer

Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing swelling and stiffness. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The patient would like to know if the implant was subject to a recall. Upon review, there are no recalls associated with this device. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#tritanium bplate triathlon s6 ; cat#5536b600 ; lot#ctd86182. Device name#triathlon p/a cr beaded #5l ; cat#5517f501 ; lot#rba3p. Device name#tritanium patella-asymmetric ; cat#5552-l-320 ; lot#r5451. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported he will need a revision due to swelling and stiffness and would like to know if implants are subject to a recall. Left knee.